Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Photos of the device have been received; evaluation yet to be completed. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture diagnosed via ultrasound. The device has been explanted.

Manufacturer narrative:
Photo analysis lot number 3113676 can be observed on the device. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed.

Event description:
Healthcare professional reported right side rupture diagnosed via ultrasound. The device has been explanted.